Event description:
It was reported that left hip revision surgery was performed due to pain, metallosis, high metal ion levels, and osteolysis.

Manufacturer narrative:
Following receipt of additional information, it has been determined that this report is a duplicate of our prior report, MDR reference 3005477969-2015-00055. Please therefore disregard this report.